Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient involved in a clinical study who received morphine (10.0mg/ml, 0.500mg/day/day) and bupivacaine (10.0mg/ml, 0.500mg/day) in an implantable pump [by program details] for [indication for use]. The patient experienced lumbar wound dehiscence with exposure of the intrathecal pump catheter. The clinical site was notified by the patient's nursing home staff on (B)(6) 2016. Vancomycin was initiated on (B)(6) 2016 and the entire system was explanted/not replaced on (B)(6) 2016. A wound vacuums were placed on abdominal and lumbar incisions following explant. An oral morphine regimen was then initiated. The event resulted in in-patient hospitalization/prolongation of existing hospitalization (emergency room visit). The patient was admitted to an outlying hospital with what was believed to be respiratory distress/failure sometime in (B)(6) 2016. This hospital stay was considered to be unrelated to the pump, surgery, or pump medication by the managing hcp. The patient had pneumonia, decompensated, and ultimately required ventilator support. Hospital records indicated discussion of suspected infection. The managing hcp thought the issue was due to pneumonia and not a pump related infection. No action was taken at that time with regard to the pump or therapy. Per the hcp, the wound dehiscence was thought to be due to poor wound care of lumbar incision during a nursing home stay. Surgical observation indicated the incision was 90% open and the catheter was visible without event making and incision. The event was possibly related to the lumbar implant procedure. On (B)(6) 2016, the incision were clean, dry, intact, and healing well. The wound edges were well approximated. There were no signs of erythema, tenderness, or drainage. The event resolved without sequela. Dosing changes: (B)(6) 2016: morphine (10.0mg/ml, 1.436mg/day) and bupivacaine (10.0mg/ml, 1.436mg/day) (B)(6) 2016: morphine (10.0mg/ml, 1.721mg/day) and bupivacaine (10.0mg/ml, 1.721mg/day) (B)(6) 2016: morphine (10.0mg/ml, 0.500mg/day) and bupivacaine (10.0mg/ml, 0.500mg/day/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.